Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection showed the returned lead found some the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on their lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).